Event description:
Forbes aac manufactures speech generating devices. On (B)(6) 2021, our tech support personnel took a call from a customer who was requesting a new charger. They stated their micro usb cable, which was part of the charger to their soundpod bluetooth speaker, was plugged into the wall, but not plugged into a device, and caught fire, burnt the floor and rug, resulting in the fire department coming out on (B)(6) 2021. (See attachment: fire dept report with images of burnt carpet and wire) no injuries occured.

Manufacturer narrative:
This will be the last periodic follow up for this MDR. No new information has been obtained since our last follow up. Due to such a low sample size of affected units, we have not confidently been able to identify the root cause of the malfunction. The testing we have done has led us to believe that the cause of our component failure (an overheated cable) is due to damage, and the extent of the overheat is dependent on the kind of short that damage produces. The ability of the charger to detect a short is dependent on the short itself, and not all shorts will be detected, regardless of charger. In the absence of a damaged cable, we do not believe the malfunction would occur. At this point, we do not plan to conduct any further testing, and we believe our best course of action is to continue to monitor our CAPA, as we do not have a large enough sample size to determine the root cause of each incident.

Event description:
Forbes aac manufactures speech generating devices. On 9/29/2021, our tech support personnel took a call from a customer who was requesting a new charger. They stated their micro usb cable, which was part of the charger to their soundpod bluetooth speaker, was plugged into the wall, but not plugged into a device, and caught fire, burnt the floor and rug, resulting in the fire department coming out on (B)(6) 2021. (See attachment: fire dept report with images of burnt carpet and wire) no injuries occured.

Manufacturer narrative:
To clarify, even though the suspect medical device is listed as the soundpod bluetooth speaker, specifically, it appears the problem lies with the cable. This is the second event with these same components of this nature. The first event was reported on MDR# 1000136418-2021-00001. Investigations are the same for both this MDR and 1000136418-2021-00001.

Event description:
Forbes aac manufactures speech generating devices. On (B)(6) 2021, our tech support personnel took a call from a customer who was requesting a new charger. They stated their micro usb cable, which was part of the charger to their soundpod bluetooth speaker, was plugged into the wall, but not plugged into a device, and caught fire, burnt the floor and rug, resulting in the fire department coming out on (B)(6)2021. (See attachment: fire dept report with images of burnt carpet and wire) no injuries occured.

Manufacturer narrative:
To clarify, even though the suspect medical device is listed as the soundpod bluetooth speaker, specifically, it appears the problem lies with the cable. This is the second event with these same components of this nature. The first event was reported on MDR# 1000136418-2021-00001. Investigations are the same for both this MDR and 1000136418-2021-00001.

Manufacturer narrative:
To clarify, even though the suspect medical device is listed as the soundpod bluetooth speaker, specifically, it appears the problem lies with the cable and/or the charger. This is the second event with these same components of this nature. The first event was reported on MDR# 1000136418-2021-00001. We had initially thought the bluetooth speaker could have been an influence in the malfunction, however, this event occured with just the cable and the charger alone, not plugged into the bluetooth speaker. This, coupled with the testing attached, leads us to believe that the problem lies solely with this charger/cable combination.

Event description:
Forbes aac manufactures speech generating devices. On 9/29/2021, our tech support personnel took a call from a customer who was requesting a new charger. They stated their micro usb cable, which was part of the charger to their soundpod bluetooth speaker, was plugged into the wall, but not plugged into a device, and caught fire, burnt the floor and rug, resulting in the fire department coming out on (B)(6) 2021.

Manufacturer narrative:
To clarify, even though the suspect medical device is listed as the soundpod bluetooth speaker, specifically, it appears the problem lies with the cable and/or the charger. This is the second event with these same components of this nature. The first event was reported on MDR# 1000136418-2021-00001, and all updates made to MDR# 1000136418-2021-00001 will be reported on the submissions for MDR# 1000136418-2021-00002, as they are the same issue and all investigations are the same for both events. We had initially thought the bluetooth speaker could have been an influence in the malfunction, however, this event occured with just the cable and the charger alone, not plugged into the bluetooth speaker. This, coupled with the testing attached, leads us to believe that the problem lies solely with this charger/cable combination.

Event description:
Forbes aac manufactures speech generating devices. On(B)(6) 2021, our tech support personnel took a call from a customer who was requesting a new charger. They stated their micro usb cable, which was part of the charger to their soundpod bluetooth speaker, was plugged into the wall, but not plugged into a device, and caught fire, burnt the floor and rug, resulting in the fire department coming out on (B)(6) 2021. (See attachment: fire dept report with images of burnt carpet and wire) no injuries occurred.